Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported signs of shorting on printed circuit (pc) board, traces burnt off. Visual inspection observed burn damage on the battery printed circuit board and determined the cause to be fluid ingress into the battery. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had signs of electrolysis and green tinge on battery contacts, evidence of water ingress to battery housing and shorting on printed circuit (pc) board, traces burnt off. The event occurred during checking of the pump before use at the biomedical service department. There was no patient involvement. No additional information is available.